Event description:
It was reported to philips that there was an error message "low load fluoro flavor selected. Tube anode problem", which impacts imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in neurovascular procedure when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to do exposure due to the error message. Analysis of system showed "log file low load fluro flavor selected. Tube anode problem" error. During troubleshooting, fse configured the ups and restarted the system. After configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.